Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation: - the subject device was sterilized and released according to applicable standard operating procedures. - nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. - it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a pacing system (pacemaker eno dr and vega r45 atrial lead and vega 52 ventricular lead) was implanted on (B)(6) 2022. During a follow-up dated (B)(6), an infection was discovered and the pacing system was removed on (B)(6) 2023.